Event description:
As reported, during a urological procedure, the coating from a hiwire nitinol hydrophilic wire guide came off and a piece of the coating separated in the patient's ureter. When the guide wire was removed from the patient, the staff member noticed that a section of the coating was missing. The "piece of casing" was detected in the ureter and removed. The patient did not require any additional procedures due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address = (B)(6). Initial reporter occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17mar2023: during a stone extraction procedure, the coating from a 'hiwire nitinol hydrophilic wire guide' came off and a piece of the coating separated in the patient's ureter. Prior to use, the coating was activated with nacl (sodium chloride/normal saline). When the guide wire was removed from the patient, the staff member noticed that a section of the coating was missing. It is unknown if the user felt any resistance while removing the wire guide. The coating fragment was detected in the ureter and removed with a 'zero tip extractor'. A ureteroscope was also used during the procedure. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 17mar2023. D10: concomitant products. Summary of event: as reported, during a stone extraction procedure, the coating from a hiwire nitinol hydrophilic wire guide came off and a piece of the coating separated in the patient's ureter. Prior to use, the coating was activated with nacl (sodium chloride/normal saline). When the guide wire was removed from the patient, the staff member noticed that a section of the coating was missing. It is unknown if the user felt any resistance while removing the wire guide. The coating fragment was detected in the ureter and removed with a 'zero tip extractor'. A ureteroscope was also used during the procedure. The patient did not require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation, as well as a visual inspetion; document review did not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. A document-based investigation evaluation was performed. A search of the complaint database [device history record] found no related non-conformances reported for lot 71001365. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A complaint history database search showed no other related complaints associated with the complaint device lot 71001365. Visual inspection of the returned complaint devices was also conducted. One, used, 'hiwire nitinol hydrophilic wire guide' device was returned for investigation. Upon inspection, it appeared that the coating had been stripped from a long section of the wire guide and the complaint was confirmed. Additionally, the complaint device is assembled by a supplier to cook who carried out an investigation in addition to cook. The supplier noted a ductile/tensile overload fracture of the polymer jacket with material removal exposing the metallic core wire 4.9cm to 13.2cm from the distal tip; and that the polymer jacket damage appeared consistent with attempting to manipulate the wire against resistance. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established; clinical/procedural factors and/or concomitant device use could not be ruled out. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.